Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope was not properly precleaned according to the olympus IFU during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. (Medical device problem code updated to 1091). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the observation from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit and it was observed that the staff was not properly precleaning according to the olympus instruction for use (IFU). The customer wiped the insertion tube, then suctioned the detergent for 4 seconds and then suctioned the air for 3 seconds to follow, flushed the auxiliary water channel for 2 seconds and then the customer placed the air water channel cleaning in the scope and depressed the air water channel cleaning adapter for 5 seconds. When the customer is using the air water channel cleaning adapter, the customer used co2 instead of air. The ess informed the customer that during precleaning all steps need to be completed as outlined in the olympus instruction for use (IFU). Based on the results of the investigation, it is presumed that user¿s understanding on device handling/reprocessing steps was different from recommendation by olympus. Olympus experts have already conducted training on correct device handling at the facility. However, a definitive root cause could not be identified. The instruction manual states the prevention method associated with the event in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.